Event description:
It was reported that while inserting the anchor, the tip of the anchor was found damaged. No patient injury or significant delay were reported. Back up device was available. Additional information was received and was confirmed that the anchor broke inside the patient. All the pieces were removed. There was no loss of tissue or an additional bone hole.

Manufacturer narrative:
One 72203853 suturefix ultra suture anchor device returned. The complaint stated: ¿while inserting the anchor, the tip of the anchor was found damaged.¿ the handle body, button, trigger and suture cover are all intact and appear undamaged. The inserter was returned. The outer shaft component was slightly bowed. The inner shaft was undamaged. The fork tines were not damaged. The suture and tainted textile anchor were loosely looped around the deployment sleeve cleat. There was no damage observed. The sleeve was in post deployment position. Smith and nephew suturefix anchors are intended for the reattachment of soft tissue to bone. No root cause related to the manufacture of this device was confirmed.